Manufacturer narrative:
The complaint cannot be confirmed. Since user had several issues with the eversense continuous glucose monitoring (cgm) system, user did not want to troubleshoot and wanted to have her sensor removed despite offering assistance to troubleshoot and to replace adhesive patches.

Event description:
On (B)(6) 2020, senseonics was made aware of an incident where user experienced no sensor detected alerts and user wants to get the sensor removed despite offering assistance to troubleshoot and to replace adhesive patches.